Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The na electrode lot number and expiration date were not provided. Calibration and qc were acceptable. "Abnormal aspiration" alarms were observed on the alarm trace data from around the time of the event. These alarms can be an indicator of poor sample quality. The field service engineer (fse) found an issue with the vacuum nozzle and noted the diluent delivery was low. The fse replaced valves, the vacuum nozzle, the sipper nozzle, the diluent nozzle, and the internal standard (is) nozzle. Calibration, qc and precision were all acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for na electrode (na) on a cobas pro ise analytical unit. The initial result was 151.9 mmol/l. The repeat from a different cobas pro ise analyzer was 143.6 mmol/l. The repeat result was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6).